Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 150 mm in diameter thoracic aortic dissection. It was reported that the patient present to the ER coughing up blood. A cta was performed which confirmed a large dissection had developed 2 cm distal to the bottom of the valiant stent graft. The physician performed an intervention and implanted another stent graft, resolving the event. Per the physician, the cause of the event was due to the expansion of true lumen proximal, which created a tear into false lumen distally. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.